Event description:
On (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis, manifested by cloudy effluent, abdominal pain and fever. On (B)(6) 2010, the patient was hospitalized for the event. On (B)(6) 2010, prior to the start of antibiotic therapy, a peritoneal effluent analysis and culture were performed. The the culture result was not reported. On an unreported date in 2010, the patient was treated with unspecified antibiotics (dose, frequency and route not reported). The nurse stated the cause of the peritonitis was due to a change in the caregiver. The outcome for the event of fever was not reported. The event of peritonitis was ongoing and unchanged. Pd therapy was ongoing. Concomitant medications were not reported. The nurse did not provide an opinion of causality for the events of fever and peritonitis.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.